Event description:
While attached to a patient and plugged into the wall, the pump alarmed "failure." The pump was removed and replaced with a new pump. Thankfully, the IV fluid was just a maintenance IV.